Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Expiration date: unknown . (B)(6). No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. Due to this batch being made in 2010 and files are retained for 7 years, no DHR review can be completed. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported when using the bd syringe 0.5ml 1/2in 90 bx 450 mo, the device experienced no label or missing label information or illegible (all packaging levels). The following information was provided by the initial reporter. The customer stated: consumer requested expiration date on syringes, stated that there is no expiration date on the box.